Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer overfilled the cartridge and the cartridge leaked from the bottom. Reportedly, the customer changed the cartridge to address the event. The customer's blood glucose level was 160 mg/dl.